Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that their insulin pump received the open book image on the insulin pump screen. The customer's blood glucose level was 119 mg/dl at the time of the incident. Patient got open book image. Customer was advised to discontinue use of the insulin pump and revert to the back up plan. The insulin pump will be returned for analysis.